Manufacturer narrative:
The explanted products were not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented for a follow up with no symptoms on (B)(6) 2016. At the (B)(6) 2017 follow up, the patient reported feeling swelling at the device since mid-december. On (B)(6) 2017 the pocket was revised to reposition the device. At the recent device check on (B)(6) 2017 erosion of the device and electrode tip was observed. The patient was to be tested for allergies to the materials present in the device and electrode. The device and electrode were explanted on (B)(6) 2017. It was planned to implant a transvenous ICD system at a later date. A boston scientific technical services consultant provided a materials list for the transvenous system so the patient could be tested for allergies to those as well. No additional adverse patient effects were reported.

Event description:
Additional information was received that the allergy testing was performed, and no allergies to the device materials were confirmed. It was further reported that the patient has had neurodermitis for the past 30 years and has very thin skin. The physician concluded that the erosion was not associated with allergic reactions; rather, it was due to pressure necrosis of the overlying skin.